Event description:
It was reported that a ge field engineer was injured during replacement of a coldhead on a mobile van. The field engineer was carrying the new coldhead toward the magnet. The field engineer tripped over a patient positioner pad that was against the wall and fell towards the mr. As the field engineer was falling, the coldhead was pulled out of his hands and into the magnet. The coldhead hit this field engineer causing a laceration near his eye and he fractured his finger when he fell. The laceration in the eye did not require stitches.

Manufacturer narrative:
A telephone call was conducted with the injured field engineer (fe). The investigation determined that the field engineer made a decision to attempt to replace the cold head from the front of the magnet rather than from the back of the magnet per service directions, in an attempt to save time. The positioner pad that was against the wall was being used to support a service tool for easy visibility and the pad slide into the walk way. The pathway was no longer clear per large ferrous object directions. The service directions and safety manual contain thorough cold head replacement directions and safety requirements. The fe had completed safety training during 2014. Service directions and safety requirements have been reviewed with the fe. The gehc device did not malfunction. No further actions are planned at this time. (B)(4).

Manufacturer narrative:
Magnets inherently attract ferrous objects. The magnet functioned within specification when it attracted the ferrous object, therefore, the system did not malfunction. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.